Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing low blood glucose of 40 mg/dl and treated with food. Customer was alleging that the insulin pump was over delivering insulin because more insulin is used than is prescribed. Troubleshooting was performed. Customer reported that the reservoir was not manipulated while connected. Customer was not able to upload to carelink. Insulin pump passed the displacement test and self-test. Insulin pump is expected to return for failure analysis.